Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. The complaint could not be confirmed and the root cause is undetermined.

Event description:
It was reported that an unspecified number of bd insyte¿ autoguard¿ bc shielded IV catheter blood control technology 20ga 1.00in experienced catheter damage/deformation. Product defect was noted during use. The following information was provided by the initial reporter: this report follows a repeated episode of tissue diffusion in the context of venous catheterization and the observation that the catheter presents anomalies at the time of removal (open tip in two, degradation of the catheter). Event reoccurs.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device brand name: bd insyte¿ autoguard¿ bc shielded IV catheter blood control technology 20ga 1.00in. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that an unspecified number of bd insyte¿ autoguard¿ bc shielded IV catheter blood control technology 20ga 1.00in experienced catheter damage/deformation. Product defect was noted during use. The following information was provided by the initial reporter: this report follows a repeated episode of tissue diffusion in the context of venous catheterization and the observation that the catheter presents anomalies at the time of removal (open tip in two, degradation of the catheter). Event reoccurs.